Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir anomaly. Customer's blood glucose level was unknown. Troubleshooting for the reservoir anomaly was performed. Customer advised the leak occurred while filling the reservoir and it went past the 2nd o ring. Customer advised there were no air bubbles. Customer was advised to return the reservoir for analysis and that a replacement reservoir would be sent out.